Event description:
Triage cardiac panel troponin (tni) results <0.05 ng/ml on 2 draws performed 12 hours apart while eci machine tni results were positive on the same dates. Possible false negative results with triage cardiac panel may lead to missed diagnosis for mi. No clinical information available.

Manufacturer narrative:
Complaint investigation pending.